Event description:
After locking the whirlpool chair, it came apart. Then while removing the chair from the tub, the chair tipped backwards with the resident in it. The chair fell back on an enployee and injured their leg, but the resident was not harmed.